Manufacturer narrative:
(B)(4). A pacer failure during opcheck with test load attached, was reported to philips. The device was evaluated by a philips field service engineer. The therapy pca was replaced to resolve the issue.

Event description:
A pacer failure during opcheck with test load attached, was reported to philips.